Manufacturer narrative:
(B)(4). The complaint device is not expected for return, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that the patient underwent a shoulder revision due to pain approximately 2 years post-implantation. Bone resorption and metallosis were noted around the humeral implant. Attempts have been made and additional information on the reported event is unavailable.